Event description:
It was reported by the patient that when the start button on the patient activator is pushed, the green light is flashing, but the patient "never gets a confirmation." The patient worked with patient services to troubleshoot. The patient will keep the activator at this time; however, a new activator will be ordered and sent to the patient. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.